Event description:
A customer reported receiving a minimum fill notification when attempting to load a new cartridge. There was no adverse impact to the customer's blood glucose level. The customer was advised to remove the pump from its case and clean the pneumatic tap area. After following these instructions, the customer successfully loaded the cartridge and resumed insulin use.